Event description:
It was reported that the surgeon performed a bkp (l1) and a pf (t12-l2) for a vertebral fracture. The surgeon applied negative pressure to the synflate as instructed and attempted to insert it through the sleeve into the body, but the balloon became clogged at the point where it was fully inserted, preventing it from going all the way in. The surgeon was able to remove it, and had someone pinch the balloon's white cover, but the shape remained the same. Since the cement was still being mixed and the surgeon was short on time, he opened a new balloon. The new balloon went in without any problems, suggesting the problem was with the implant itself. The surgery was completed successfully within 30 minutes of delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 03.804.701s, lot: 82339422, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 09 jun 2025, expiration date: 01 jun 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.